Manufacturer narrative:
The device has been received for evaluation but investigation is not yet complete.

Event description:
The event involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap where the customer reported that chemo drug, abraxane, leaks associated with the ICU medical tubing. He event occurred at outpatient treatment facility. The leaking was either the spiros on the secondary tubing or the microclave on the primary tubing. All incidents involve leaking or occluded/alarming. Reportedly the rn hung chemo, attached the secondary tubing (from the pharmacy) to the clave on the primary line. As soon as rn opened the clamp on the secondary tubing, fluid leaked out from the spinning spiros. Rn was at chairside and immediately closed the clamps on the secondary tubing and turned off the plum pump. The liquid that leaked was milky white, resembles the abraxane. The abraxane bag, secondary and primary tubing were returned to the pharmacy and a new bag of abraxane was made. Upon hanging new bag, the nurse changed primary tubing as high likelihood of proximal occlusion. A medsun/medwatch report # (B)(4) was received and is attached. The customer reported 5 similar events from this facility.

Manufacturer narrative:
The complaint of leaks on item cl4131 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.